Event description:
Reporter stated there is a black line across the display of the blood glucose monitor. The customer's mother originally stated the measurement results were not affected; however, during the evaluation, it was found the line distorts the results. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(4).